Event description:
A dealer sent in his demo unit for repair of "something arcing." There was no pt involved. An examination of the unit disclosed a broken crt. Additional testing indicated that the unit would charge and fire, but would not deliver energy. The problem was traced to a broken wire in the apex paddle cable. Demo units normally receive rough handling, and these problems are not unexpected in a 5 year old demo unit. The event is not occurring more frequently or with greater severity than is usual for the device.